Manufacturer narrative:
A boston scientific technical services consultant discussed that the device was in retry. The consultant recommended to keep ac off since there would still be a good safety margin and there would be two years remaining longevity. The patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital after experiencing a potential syncopal event. The patient reported getting out of bed and falling but states he did not pass out. The physician believes the episode was due to the patient getting out of bed too fast. Device interrogation showed remaining longevity of less than 0.5 years. The device is programmed vvir and auto capture (ac) is on and showing 3.5v. The device was reprogrammed to 3.0v and remaining longevity increased to 2.0 years. A review of the daily measurements noted stable threshold measurements of 1.2v. The patient is not device dependent and all other device measurements look good and stable. No adverse patient effects were reported.